Event description:
The customer reported a button error alarm on the insulin pump, and being unable to clear it. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.